Manufacturer narrative:
The reported events capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant infection", baker grade iii.

Event description:
Patient reported "capsular contracture baker grade unknown". Later healthcare professional reported baker grade iii, "pain/redness,tenderness" and "mild diffuse edema... Trace pericapsular fluid" confirmed via MRI, "implant infection" and "displacement and firmness". This report is for the left side. Device was explanted.

Event description:
Patient reported "capsular contracture baker grade unknown". Later, healthcare professional reported baker grade iii, "pain/redness, tenderness", "mild diffuse edema... Trace pericapsular fluid" confirmed via MRI, "implant infection" and "displacement and firmness". This report is for the left side. Device was explanted.

Manufacturer narrative:
Fi summary: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30041709 is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time. Laboratory analysis summary the device related to the reported events infection and capsular contracture was received on aug 04, 2025, with lot number 3661288. Based on the product analysis performed, the assessments of the complaint codes are: ¿ infection : unable to observe as it is not related to the manufacturing process. ¿ capsular contracture : unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.